Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8336-50, serial: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that it was patient's preference to remove the lead and ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.